Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a patient presented for left leg deep vein thrombosis was started on a heparin infusion. The nurse manually programmed the infusion to start at 18 units/kg/hr (dose). It was noted however that the ¿18¿ was entered under the rate field instead. This resulted in an approximately 9units/kg/hr overdose for 6 hours before the error was caught during the next titration. There was patient involvement but no abnormal signs/symptoms of bleeding observed for now.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient presented for left leg deep vein thrombosis was started on a heparin infusion. The nurse manually programmed the infusion to start at 18 units/kg/hr (dose). It was noted however that the ¿18¿ was entered under the rate field instead. This resulted in an approximately 9units/kg/hr overdose for 6 hours before the error was caught during the next titration. There was patient involvement but no abnormal signs/symptoms of bleeding observed for now.